Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, prime anomaly and motor error. The customer¿s blood glucose level was unknown. The customer reported that they had diminished battery life, time and date have gone blank and buttons can be less responsive (backlight button). It was reported that they had scratches on the screen and rewind and prime were louder and slower, motor errors. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm, prime/fill anomaly, rewind anomaly and back light anomaly due to buttons not responding. Device received with minor scratched lcd window. Motor passed motor test. (B)(4).